Event description:
The cea pump was noted to be beeping empty. The cea bag was noted to be full. Residual volume and total given volume accurate per machine and reflect correct cea infusion amounts although no medication had been dispensed. Machine should have alerted staff to an occlusion. A kink was noted 4 inches above tip indicating no medication had infused. Cea pump kept correct totals but should have warned of an occlusion. Cea was discontinued and epidural line pulled; tip was intact. Follow up reveals:could not duplicate reported failure. Pump functions as expected after repeated test.